Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse found that the customers contract did not cover any service. The rse then provided the customer with a quote to resolve the issue. The customer declined any further support and no further investigation was performed. There is insufficient information to rule out a product malfunction. The customer declined any support after a quote was provided. No further investigation was performed.

Event description:
The customer reported that patient information center (pic) classic was freezing. Patient involvement is unknown. There was no adverse event or patient harm reported.

Event description:
The customer reported that patient information center (pic) classic was freezing. The device was in use on a patient. There was no report of patient or user harm.